Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospice care. The customer was hospitalized on an unknown date due to a broken femur. The cause of death was prostrate cancer. The caller stated that the customer had diabetic ketoacidosis in october and cancer that may have led to the customer's passing. The customer¿s blood glucose was 700 mg/dl at the time of hospitalization and the customer had issues controlling their blood glucose. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 48 hours prior to passing. The customer was using sensors. The customer had issues with their infusions sets coming off. The caller declined to return the insulin pump for analysis as the devices were discarded.